Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number: 3002806821-2024-00073. We will be retaining the old case (B)(4) MFR number: 3002806821-2024-00073 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
Patient was bleeding around the cervical seal of the jada system [device ineffective] the patient began bleeding again and a 300ml clot was removed from her vagina. [Vaginal haemorrhage]. Provider added an additional 60 ml of fluid into the balloon for a total of 180ml to see if the bleeding would stop [wrong technique in device usage process]. Case narrative: this spontaneous report originating from united states was received from a nurse referring to a female patient of unknown age via clinical education specialist (ces). The patient's medical history included labor, delivery and pregnancy. The patient¿s current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). Approximately on unknown date in (B)(6) 2024 (also reported as about two weeks ago), the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intrauterine route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage. Approximately in (B)(6) 2024 (also reported as about two weeks ago), patient was bleeding around the cervical seal of the vacuum-induced hemorrhage control system (jada system) (device ineffective). Ces stated that provider added an additional 60 ml of fluid into the balloon for a total of 180ml to see if the bleeding would stop (wrong technique in device usage process). Ces stated suction was set to 80 mmhg. Initially the bleeding did stop and after a "couple hours" the vacuum-induced hemorrhage control system (jada system) was removed, unknown time frame. On next day, the patient began bleeding again and a 300 ml clot was removed from her vagina (vaginal haemorrhage). The patient sought medical attention. Patient required no additional medications or procedures. No additional adverse event (ae), no product quality complaint (pqc) reported. The outcome of event vaginal haemorrhage was unknown. The reporter¿s causality assessment was not reported. Upon internal review, the event device ineffective was considered to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number: 3002806821-2024-00073. We will be retaining the old case (B)(4) MFR number: 3002806821-2024-00073 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).